Manufacturer narrative:
Additional information was received that the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the trial leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent a trial lead replacement due to lead erosion. The patient was hospitalized and placed on antibiotic.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70 serial: (B)(4) description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient underwent a trial lead replacement due to lead erosion. The patient was hospitalized and placed on antibiotic.